Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that around the time the patient had atrial fibrillation (af) ablation the right atrial (ra) lead exhibited higher threshold. The ra lead had dislodged and was shown sensing and pacing the right ventricle. The physician believed the ra lead dislodged during the ablation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.